Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed bruising and an open skin irritation under the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient notified the physician of the skin irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.